Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered during the event was the ¿old drug previously in the pump.¿ the drug being delivered at the time of the report was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the pump was alarming or beeping. The pump has been empty since (B)(6) 2017, and her alarm has been ¿going off like crazy.¿ the patient stated when her pump started alarming she could barely hear it, and now the alarm is really loud. Ever since the pump has been empty, she¿s been very sick and has been in the hospital twice, once in (B)(6) for 9 days and once in (B)(6) for 21 days. The patient has had ¿a bunch of tests¿ run because they thought it was her pancreas. They can't find a doctor to work with based on her insurance. The patient also mentioned that they are concerned the alarm has gone off for so long that there will be damage to the pump. Actions taken during the call consisted of the patient being emailed a healthcare professional (hcp) list, and for the patient to follow up with a hcp. There were no further complications reported/anticipated.